Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the drill bit tip broke during surgery and the fragment remains in the patient¿s bone. There was no report of surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Patient age and weight were not provided by reporter. Device is not distributed in the united states, but is similar to device marketed in the USA. The subject device broke and a fragment remains in the patient, therefore, the device is not considered to have been implanted or explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.